Event description:
A malfunction was reported on a pump, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and technical support provided reset instructions, assisting the customer in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged.